Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial and follow-up info received on (B)(4) 2009 respectively were processed together: this non-serious spontaneous case report was reported by a physician to our local affiliate ((B)(4)). This case is associated to case (B)(4) and (B)(4) and by reporter. This case involves a (B)(6) female pt who experienced a palpable lump after receiving poly-l-lactic acid (sculptra) therapy. Treatment details: (B)(6) 2008: poly-l-lactic acid diluted with 7.5 mls of water and lidocaine with 14 ml in total injected to nasolabial, zygoma, temples, and oral commissure. Batch a7018. In (B)(6) 2008, the pt developed a palpable lump of less than 1 cm diameter under the skin in the oral commissure. On (B)(6) 2008: poly-l-lactic acid diluted with 7.5 mls of water and lidocaine with 14 ml in total injected to nasolabial, zygoma, temples, and oral commissure. Batch nos. No corrective treatment was given and the event is persisting. Reporter's causality assessment: probable.